Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 500mg/dl, with extreme drowsiness, polyuria, and nausea, associated with an alleged intermittent power issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual treatment for diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump powered off randomly and successfully powered up after battery change. The patient¿s blood glucose failed to return within normal limits after the pump was powered up. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 30-mar-2018 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. The returned battery cap¿s height and width were within specification. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The pump¿s cover was removed and there was no evidence of internal moisture or damage to the power circuit found. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications.